Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported prior to using bd vacutainer® pst¿ gel and lithium heparin (B)(4) units, foreign matter was found in 238 tubes and air bubbles in the gel was found in 657 tubes. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary bd received two photos for investigation. Visual examination of the photos was performed and revealed airbubbles in the gel and fm on the tube. Furthermore, the photos show a tube with a large airbubble in the gel barrier, and fm inside the tube. Additionally, 100 retention samples were visually inspected with no issues being identified. This complaint has been confirmed for the indicated failure mode: fm-other and gel airbubbles -before use. Based on a review of the device history record all product specifications and requirements were met. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported prior to using bd vacutainer® pst¿ gel and lithium heparinn 56 units, foreign matter was found in 238 tubes and air bubbles in the gel was found in 657 tubes. No adverse impact was reported regarding the patient or user.